Manufacturer narrative:
Additional information: b5: on (B)(6) 2024 the lens was exchanged with a smaller lens. This resolved the problem. H6: 4627. Claim# (B)(4).

Manufacturer narrative:
H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Claim#(B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticm5 13.2 implantable collamer lens -11.00/0.50/078 (sphere/cylinder/axis) into the patient's right eye (od) on (B)(6) 2024. The lens was reported as having excessive vault, refractive surprise, potential endothelial cell loss, glare/haloes dry eye, and is hyperopic post op. Cause of the event was unknown.